Manufacturer narrative:
We have inspected the qc documents of the affected product and the quality inspection forms as well as the material certificates showed no deviations and complies with the specifications. The quality forms met all dimensional and visual criteria at the time of release with no issues documented during the manufacturing that would contribute to this complaint condition. A review of the raw material device history record revealed no deviation. The material was determined to be conforming and was used as is per product development approval. The additional information from our distributor received from the surgeon states, that the patient lifted weights 3,5 weeks after surgery. The intensive weight bearing does not comply with the post-operative instructions.

Event description:
It was reported that a clavicle plate 2.5mm, 8-hole broke postoperatively. Original implant date (B)(6) 2019.